Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with kit grp a strep 30 test veritor 3 false negative results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: the customer is reporting 3 false negatives. The customer explained that the tests read initially negative and then after an additional minute they turn positive and are read as positive.